Manufacturer narrative:
H6: investigation summary: bd received 31 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm in gel, damaged tube, defective marking, spot in tube and air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced no label or missing label information, foreign matter in tube; biological and nonbiological, air bubbles in gel. The following information was provided by the initial reporter: translated to english. The customer stated: fm in gel ×15; defective marking x1; spot in tube ×3; air bubbles ×5.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes experienced no label or missing label information, foreign matter in tube; biological and nonbiological, air bubbles in gel. The following information was provided by the initial reporter: translated to english. The customer stated: fm in gel x15, defective marking x1, spot in tube x3, air bubbles x5.